Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd (battery depletion) alert. Technical services (ts) analyzed a device data disk and determined that the power consumption was increasing gradually. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd (battery depletion) alert. Technical services (ts) analyzed a device data disk and determined that the power consumption was increasing gradually. Replacement was recommended. No adverse patient effects were reported. Currently, this device remains in service. According to additional information, this s-ICD could not be interrogated via telemetry even with magnet application. This device was explanted and replaced with a new one. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for investigation.